Event description:
During the aaa therapy to implant the excluder bifurcated endoprosthesis device, the clinician decided to convert the patient to open repair. It is company's understanding the clinician believed that contra gate was cannulated. However, when the contra leg was deployed it was observed to be outside of the gate. The patient was then converted to open repair. There was no allegation of product deficiency made by the clinician. Patient status is ok.